Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable gluc3 glucose hk gen.3 results for an unknown number of patient samples. The customer provided three examples. The repeat testing was performed on another cobas c702 analyzer. Sample 1 initial result was 23 mg/dl and the repeat result was 106 mg/dl. Sample 2 initial result was 22 mg/dl and the repeat result was 90 mg/dl. Sample 3 initial result was 29 mg/dl and the repeat result was 86 mg/dl. The erroneous results were reported outside the laboratory but were immediately corrected. No treatment was based on the erroneous results. There was no adverse event. The reagent lot number was 16058001 with an expiration date of 09/30/2017. The field service representative found there was a hole in the vacuum line. He replaced the lines and checked for other lines for signs of wear. The customer successfully ran all qc with all results within range. Precision testing was performed.